Manufacturer narrative:
Based on the claim against the product by the customer noting jaw issues on the harmonic ace instrument, an investigation is in progress to determine the cause of this reported event. The customer exchanged the harmonic ace instrument to resolve the issue. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered a reportable event due to the following conclusion: it was alleged that one of the jaws hangs and the surgeon could not control the instrument during a da vinci assisted procedure. The customer verified nothing fell into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy with chest anastomosis procedure, one jaw hangs off the harmonic ace instrument and cannot be controlled by the console surgeon. The customer switched to a new instrument and continued the operation without problems. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional/updated information regarding the reported event: the customer confirmed that the instrument was not inspected prior to use. The instrument was not in use prior to the discovery of the issue because it did not work. It did not collide with any other instruments or hard material.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace was analyzed and found to have a primary failure of imprecise motion. The instrument was placed and driven on an in-house system and exhibited imprecise motion. The clamp arm opened wider than the normal range of motion and did not fully close. Additionally, the instrument was found to have a broken clamp arm. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.